Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported high power event was confirmed through review of the available log files, which revealed an increase in power consumption to parameters above normal operating range starting (B)(6) 2021 and 57 high watt alarms logged since (B)(6) 2021. Information received from the site indicated that the patient was admitted with signs and symptoms of pump thrombus. It was further reported that the patient expired due to asystole secondary to a suspected complete pump thrombosis and that the patient had refused treatment several times at the early onset of symptoms. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus and death are known potential complications associated with the implantation of a vad. Of note, information from the site indicated that the patient had a known pump thrombosis issue. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient expired due to asystole secondary to a suspected complete pump thrombosis and that the patient had refused treatment several times at the early onset of symptoms with a history of non-compliance. It was also reported that the vad pump power was over 20 watts.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant products: 407652 lead implanted (B)(6) 2010. 694765 lead implanted (B)(6) 2010. 419588 ICD implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with known pump thrombosis was admitted to the emergency department with signs and symptoms of pump thrombus. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.